Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and uphold were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to vaginal mesh exposure, sui, cystocele, rectocele, weak posterior vaginal tissue. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with sacrospinous ligament fixation and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia.